Manufacturer narrative:
The reported event was confirmed during functional evaluation and archive data review of the autopulse platform (sn (B)(4)). Further evaluation found that the root cause was attributed to a defective processor board. Visual inspection was performed and no physical damages were observed. The autopulse platform is a reusable device and was manufactured in october 2005 and has exceeded its expected service life of 5 years. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Correction: device manufacture date is 10/02/2005.

Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform (s/n:(B)(4) displayed a "system error, out of service" message upon powering on the device. According to the reporter, there was no ua message that was displayed. There was no patient involvement reported.